Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mpu was confirmed via the provided log file. The log file contained data spanning approximately 23 days (05sep2018 ¿ 28sep2018 per time stamp). Several speed drop / pump stop events were intermittently observed within the log file on 27sep2018 ¿ 28sep2018; however, these events have been addressed via the pump in MFR # 2916596-2018-04523. On (B)(6) 2020 at 9:00, a no external power alarm was observed while the mpu was in use. This alarm appeared to have been caused by a loss of ac power, as the rsoc in both cables steadily decreased. The alarm resolved when power was restored to the system, and the pump maintained speeds above the low speed limit during this event. No other notable events regarding the mpu were observed. The mpu (serial number unknown) was not returned for analysis. Multiple requests at obtaining information about the mpu and the no external power alarm were made; however, no responses were received. The root cause of the observed loss of ac power within the log file was unable to be determined through this analysis. The heartmate ii patient handbook (rev. F, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. F, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Multiple attempts were made to obtain device serial number however no additional information was provided. This event was originally reported under MFR # (B)(4) on 17oct2018. This report was created to separate the event involving the mobile power unit (no external power issue). No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a no external power event while on mobile power unit (mpu) power. This event was caused by the power cord coming loose from the mpu or the wall outlet.